Event description:
While at the customer's site to troubleshoot an unrelated event, the field service engineer (fse) discovered that the coulter lh 780 hematology analyzer generated high white blood cell (wbc) background. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). The field service engineer (fse) evaluated the instrument and confirmed that aperture 2 in the wbc bath was clogged with debris. The fse cleared the debris to resolve the high wbc background count. The cause of the high wbc background is attributed to a restricted wbc aperture. (B)(4).